Event description:
Note: the date of the event is unk. An autotome rx sphincterotome device was used in an endoscopic retrograde cholangiopancreatography (ecrp) procedure. According to the complainant, "the first tome would not give a full cut, the tome did not bow as much as the physician wanted." It was further reported that the device was retracted from the endoscope and a second autotome rx sphincterotome device was used to complete the procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the cutting wire was charred, blackened, and detached from the extrusion, which had melted, (see figure 1). The physical appearance of the returned device indicates that excessive electrical current flowed through the device. Although the cause of the excessive current is unk, possible causes include: improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A review of the device history record for the lot was reviewed; no anomalies were noted. A search of the complaint database did not identify any add'l complaints recorded for this lot. The march 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.